Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. A 33mm closure device was deployed in the laa, but it did not meet release criteria. This device was fully recaptured and removed from the patient. The physician replaced this with a 27mm device and deployed it inside the patient. Immediately after deploying this device the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, but the effusion did not resolve. The patient was then brought to cardiac surgery for a thoracotomy. During surgery the effusion with tamponade was treated and resolved. In addition, the surgeon clipped the laa of the patient. Following surgery the patient was stable and doing fine with no other complication.